Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 124 mg/dl (mobile) and 12 mg/dl (ambulance's meter). Customer was feeling severe hypoglycemia and fell into a coma prior to ambulance arrival. Customer was given a glucagon injection and taken to the hospital where he stayed overnight. He has been discharged from the hospital ans is now doing a aport again. Requested return of the alleged device for evaluation.